Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate and received a low insulin alert when insulin had been added. The customer noted a crack on the base of the cartridge. The customer loaded a new cartridge and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.